Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive because the leak could not be identified in the returned photograph. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong catheter inserted into a patient. The catheter appeared to be attached to its two-piece connector, and a detachable suture wing was observed distal to the visible portion of the catheter shaft under a clear dressing. A gloved finger indicated a section of the visible catheter shaft between the clear dressing and the oversleeve of the two-piece connector. No split was visible from the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported external leak noted in the PICC line tubing .the leak was identified and the catheter was removed per our policy. No new catheter was inserted, the patient was near the end of their course of antibiotics and only missed one dose. Patient was not harmed.